Manufacturer narrative:
Product analysis: the valve remains in the patient, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, it was reported that the patient experienced difficulty moving the right hand, and sense of balance decreased. A cerebral infarction was confirmed via head magnetic resonance imaging (MRI). It was reported that the cerebral infarction occurred due to the valve implantation procedure. Medication and rehabilitation were prescribed. It was reported that there was improvement in balance as a result of medication and rehabilitation during hospitalization. No additional adverse patient effects were reported.